Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited low current of injury after fixation. While un-fixating the device, the helix was noted damaged. The device was retrieved and the helix was confirmed to be bent. The device was not used, and a new one was implanted. The patient was recovering.